Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. The product support engineer ( pse) troubleshot the issue with the customer over the phone. The pse walked the customer to the hardware screen to check the pressure and noted that the blower is not running. Customer verified 29 volts direct current (vdc) to the red and black wires on the blower motor controller (bmc). The customer was advised to swap in another bmc from another unit. It was identified that the customer has the 3rd generation of the bmc. The customer reported back that the blower is defective and will be ordering a blower to resolve the issue.

Event description:
The customer reported that ventilator generated an error relevant to patient wye blocked. There was no patient connected to the device at the time of the event occurred.